Event description:
It was reported that the patient had damage to their driveline and both of their power cables. The patient reported no alarms; however, some water damage was reported. The plan was to replace the modular cable and the system controller. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of damage to the power cables and water damage was confirmed via customer submitted images. A review of the event log file contained data spanning approximately 3 days (18mar2024 ¿ 20mar2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. A customer submitted image revealed black power cable strain relief damage and fluid ingress. Per the provided information, the modular cable and system controller were planned on being replaced. No alarms were reported for the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.